Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
-----

Manufacturer narrative:
A thorough evaluation of the lead was performed upon receipt in our (B)(4) laboratory. Visual inspection noted the complete lead was returned in two segments with the coil fractured at the point where the two segments separated (155 mm). Both the anode and cathode wire fracture surfaces were obscured on the proximal side of the fracture due primarily to electrolytic pitting. A titanium rich inclusion was found at a possible fracture origin on the cathode wire, likely composed of titanium carbo-nitrides from the manufacturing process. Evidence of fatigue was observed on the distal side anode wire. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that at a normal follow up visit, this right ventricular lead was exhibiting noise and impedance measurements greater than 2500 ohms. An x-ray revealed the lead was fractured. Therefore, a revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.